Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Good afternoon: I have been using the pen needles for years for insulin injections. The most recent box ¿ bd nano 2nd generation pen needles (4mm x 32g) ¿ is the first time that I have experienced a problem. Several of the needles are bending while I am inserting them in my abdomen and I am not receiving the marked level of insulin. What can be done?

Manufacturer narrative:
H3 other text : device is not available.